Manufacturer narrative:
(B)(4). Although it was initially reported that the device would be returned, subsequent information indicates the device will not be returned. Because the armada was not returned for evaluation, it was not possible to perform a thorough analysis, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. In this case, the lesion site was described as being heavily diseased and heavily calcified which likely contributed to the balloon damage. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Without having the armada to examine, a definitive cause for the reported balloon rupture could not be determined. However, there is no indication to suggest a product quality deficiency. This type of reported event will continue to be monitored. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during treatment of a heavily diseased, heavily calcified right popliteal, the balloon would not inflate at all. It was removed from the patient, and a hole was noted in the middle of the balloon. No adverse patient effects were reported. No additional information was provided.